Event description:
On (B)(6), 2010 the lay user/patient in (B)(6) contacted lifescan to report the one touch vita meter was displaying the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date in (B)(6) 2010, the patient noted the reported meter displayed the battery indicator symbol despite battery replacement; she was unable to test her blood glucose levels. The patient took no actions due to the meter power issue. On an unspecified date afterwards, the patient experienced the symptoms of sweating and weakness. She did not seek any medical attention or treatment. The patient manages her diabetes with insulin taken on a sliding scale. Troubleshooting revealed the patient had correctly replaced the meter's battery. The issue was not resolved. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue. Therefore, this complaint is being reported.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.